Event description:
It was reported that following a pump replacement the patient experienced a series of "minor strokes". The patient's spouse blamed the strokes on the previous pump. During the replacement the existing catheter was aspirated, was connected to the new pump and a back table prime was performed. The device system was used to deliver compounded morphine and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), : product type programmer, patient product ID, 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).